Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/oct/2012 and 18/oct/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "nipple discharge (fluid)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "nipple discharge (fluid)".

Event description:
Patient reported having a right side "nipple discharge (fluid)." Device has been explanted.